Event description:
Event description guidant received information that this ventricular implantable lead had high threshold measurements and had dislodged. During the lead replacement procedure it was reported that the set screw of the pacemaker stripped and could not be tightened.